Event description:
Additionally, the healthcare professional reported that the patient surgery 11 days post-injection, "which left facial scarring.¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with 1 syringe of juvéderm® volux¿ xc. Two weeks later, the patient experienced a ¿nodule¿ in the jawline. The patient was recommended ice, ibuprofen, and benadryl. The patient reported that the day prior, they had an allergy shot. The day after onset, the patient reported the event ¿was getting worse and at the end of the night, they had several nodules¿ on the jawline. The next day, a medrol dosepak was prescribed, which the patient began to take the next day. Two days later, the nodules were injected with an unspecified dissolver, and by the end of the day, the patient reported being ¿in pain, can¿t open their mouth, and uncomfortable.¿ the patient requested a pain narcotic. The patient was advised to go to the ER. The patient visited the ER 2 days later and was given IV medication. The patient was released 2 days later, but the patient¿s throat began to ¿swell¿ that evening. The patient was readmitted to the ER the next day and had surgery where the ¿abscesses¿ were drained and cultures were taken, results pending. By the morning 2 days later, the patient remained in the hospital. Event is ongoing.